Event description:
When the technician attempted to move the safety sheath forward after giving an injection to a pt, her hand slipped and she received a needlestick injury.

Manufacturer narrative:
Since no actual sample was returned for examination, we are unable to determine if the reported incident was due to a product defect or user error. A review of the complaint database did not reveal any other incidents for this condition and lot. Regulatory compliance will continue to conduct trend analysis on a monthly basis to monitor any changes.